Event description:
It was reported that the device was being replaced today because it depleted quicker than expected. The impedance measurement were reading low out-of-range values, 75 ohms on pair 1/3, but case values could not be obtained as bipolar settings were used. Impedance was going to be retested once the new device was hooked up to determine the unipolar values. High impedances were reported on 0/1 = 1230 ohms, 0/2 = 7188 ohms, 0/3 = 3580 ohms; the other impedances were ½ = 1230 ohms, 2/3 = 1273 ohms. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).